Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Testing was performed, the device found no issue with alerting cartridge running low, but it only a warning that the filled cartridge was low. The device passed all tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the patient's pump was alerting with a "cartridge" running low message. The first alert came on at 2am local time. His next cartridge change was to take place at 6am local time. The patient was running the pump at 0.022ml/hr and filled it with 2ml of medication. Based on the volume and rate of the pump, the cartridge should last 90 hours, however, the pump was showing the volume in the cartridge to be at 0ml. The patient noted that there was barely any medication in it. Patient also noted that his hands are cold to the point that they hurt after he started remodulin. He also started experiencing paint with the new site. There was no patient, or clinician injury associated with this occurrence.